Event description:
The customer reported a failure to acquire v5 of 12-lead ECG.

Manufacturer narrative:
The customer reported a failure to acquire v5 of 12-lead ECG. The unit was evaluated at philips, and the failure was confirmed. Replacing the trunk cable resolve the issue.